Event description:
The customer's nurse reported that, the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 303 mg/dl. Troubleshooting was performed. It was found that the customer had received no delivery alarms on the day of the event. The insulin pump failed the first prime test. The prime test was performed again with a new infusion set and the insulin pump passed. The high pressure test was not performed because the customer had received no delivery alarms on the day of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.